Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -15.00/+2.00/x064 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. The lens tore during delivery into the eye. The lens got stuck in the injector tip and plunger and tore. During the same procedure the lens was removed from the eye and exchanged for another same model with a similar diopter. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/20. No adverse event was reported.

Manufacturer narrative:
Corrected data: this case is an adverse event. The lens was exchanged for a similar lens with a -15/+2,5/96 diopter on (B)(6) 2016. (B)(4).

Manufacturer narrative:
(B)(4). Claim #(B)(4).

Manufacturer narrative:
The lens was returned dry in a lens case/vial. A visual inspection was performed observing the optic was torn/split, haptic was torn/broken/bent/deformed and foreign material on the lens surface (unidentified). No similar complaints were reported for units within the same lot. The correct lens power is -15.00/+2.50/x064 diopter. (B)(4).